Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported reroot canal performed for tooth 14. Tooth 14 started to cause pain when chewing. Patient went to their primary dentist who referred to an endodontist for a lucency above tooth root. There was such a large periodical lucency and tooth root fracture that the entire tooth needed to be removed, despite two attempts to salvage the original crown.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.